Event description:
On (B)(6) 2012, the patient contacted animas to report that her blood glucose (bg) had been running high for the past week. The patient reported that her bg is usually 80-150 mg/dl; however, for past week had been obtaining bg readings in the 250-400 mg/dl range. The patient stated she had tested positive for ketones on (B)(6) 2012. The patient denied developing any other symptoms. The patient treated high bg with correction and routine site changes. At the time of the call, the patient informed customer support that she was no longer testing positive for ketones. At the time of troubleshooting, the patient confirmed all her pump settings including the date and time were correct. The patient also confirmed the basal rates were set correctly and the bolus history was correct. Customer support noted that tdd (total daily delivery) matched basal and bolus deliveries. The patient confirmed she was able to prime the pump successfully and confirmed insulin coming out of tubing. During the call, the patient informed customer support that she was 5 ½ months pregnant and had gained some weight. Animas customer support instructed the patient to follow-up with her hcp for possible changes in pump settings during pregnancy. Although review of pump did not reveal a malfunction of the device, this complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no activity outside normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.